Event description:
It was reported that profore lite lf system kit case 8 (brown outer bandage) was too tightly wound on the roll. This made it almost impossible to apply the bandage since it did not want to loosen from the roll. Treatment was finished with the same device although the dressing started to get stuck on itself which lead to patient discomfort.

Manufacturer narrative:
H10: the device intended to be used in treatment was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root causes may include a manufacturing process or degradation issue. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of this nature, with corrective action implemented to prevent further recurrence of this nature. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that profore lite lf system kit case 8 (brown outer bandage) was too tightly wound on the roll. This made it almost impossible to apply the bandage since it did not want to loosen from the roll. Treatment was finished with the same device although the dressing started to get stuck on itself. This lead to discomfort the patient.